Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has been experiencing a signal acquisition issue due to the patient's anatomy. On (B)(6) 2016, the patient was admitted to the hospital for heart failure exacerbation and will remain hospitalized until otherwise. Sjm field personnel has made multiple attempts to meet with the patient for troubleshooting/recalibration, but have been unsuccessful with scheduling an appointment at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.